Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated that at the end of the expected therapy time of 46 hours, therapy ran over approximately 84-96 hours. It was further reported that the peripherally inserted central catheter (PICC) line flushed well and was not blocked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.